Event description:
White tip did not separate with the blue tube. So the needle did not engage/ first did not deploy properly/ was defective [device deployment issue] no adverse event [no adverse event] case narrative: this spontaneous report concerns of events device deployment issue and no adverse event in a patient (age, gender and therapy date not reported) from the united states. The patient's age at the time of event experience was not reported. On 29-jul-2025, amneal pharmaceuticals received information from patient via an email concerning above-mentioned event experienced while on amneal's adrenaclick (epinephrine). The patient was being treated with epinephrine auto-injector (dose, strength, frequency, route and therapy date not reported) for allergic reaction. Concurrent conditions included allergic reaction and intense swelling. Co-suspect medication, concomitant medications, medical history, history of procedures and surgeries, history of allergies, history of smoking/drinking, historical drug and recreational drug use were not reported. Laboratory tests not reported. The patient reported experiencing a severe allergic reaction following a topical application, which led to intense swelling. The patient attempted to use an epinephrine autoinjector but the white tip did not separate from the blue tube, resulting in the needle not deploying. The patient did not feel the adrenaline effect. Then the patient used a second epinephrine autoinjector and realized that the first injection was defective. The patient mentioned that that these injections are life-saving and costly, and noted that both injectors have been retained, with visible evidence indicating that the first injector did not deploy properly. Last action taken with epinephrine in relation to device deployment issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device deployment issue and no adverse event were unknown. The reporter causality assessment of event device deployment issue as related, while the reporter causality assessment of event no adverse event as not reported with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited.

Event description:
It was an old injector expired in 2024 [expired product administered] white tip did not separate with the blue tube. So the needle did not engage/ first did not deploy properly/ was defective [device deployment issue] case narrative: this spontaneous report concerns of events device deployment issue and no adverse event in a patient (age, gender and therapy date not reported) from the united states. The patient's age at the time of event experience was not reported. On 29-jul-2025, amneal pharmaceuticals received information from patient via an email concerning above-mentioned event experienced while on amneal's adrenaclick (epinephrine). The patient was being treated with epinephrine auto-injector (dose, strength, frequency, route and therapy date not reported) for allergic reaction. Concurrent conditions included allergic reaction and intense swelling. Co-suspect medication, concomitant medications, medical history, history of procedures and surgeries, history of allergies, history of smoking/drinking, historical drug and recreational drug use were not reported. Laboratory tests not reported. The patient reported experiencing a severe allergic reaction following a topical application, which led to intense swelling. The patient attempted to use an epinephrine autoinjector but the white tip did not separate from the blue tube, resulting in the needle not deploying. The patient did not feel the adrenaline effect. Then the patient used a second epinephrine autoinjector and realized that the first injection was defective. The patient mentioned that that these injections are life-saving and costly, and noted that both injectors have been retained, with visible evidence indicating that the first injector did not deploy properly. Last action taken with epinephrine in relation to device deployment issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device deployment issue and no adverse event were unknown. The reporter causality assessment of event device deployment issue as related, while the reporter causality assessment of event no adverse event as not reported with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited. Follow up (#1) information was received on 01-aug-2025: significant follow up information was received from patient via an email. New information included; product information (exp. Date), event deleted (no adverse event) and additional event (expired product administered). The epinephrine auto-injector (exp. Date: 2024). It was reported that the patient noticed the product had expired in 2024 upon checking the box. The patient inquired whether it still needed to be submitted, given that the injector had failed and the product was expired. Last action taken with epinephrine in relation to expired product administered, device deployment issue was not applicable. De-challenge and re-challenge were not applicable. The outcome of events expired product administered, and device deployment issue were unknown. The reporter causality assessment of event device deployment issue as related, while the reporter causality assessment of events expired product administered as not reported with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#2) information received on 08-aug-2025. New information received includes qa investigation report, attached with this case. A product-related concern was reported on 29-jul-25 involving an unknown strength and lot of the epinephrine injection, usp auto-injector for ¿white tip did not separate with the blue tube. So, the needle did not engage¿. Upon further communication from the reporter, the following was stated by the reporter, ¿I looked at the box and all and it was an old injector. Expired in 2024. I don't know if I can still submit for an expired med, even if it is the mechanism that failed. The back up injector worked, thank god. But want to know if you still want the broken injector since it expired. For the record, the second injector/injection worked and stopped the reaction. Investigation findings: 1) the product was used beyond its approved shelf life and expiration date. 2) investigation is not warranted as the product was expired at the time of use. Root cause determination: not applicable - the product was expired at the time of use. The reported issue occurred outside the validated shelf life and intended usage window. Risk assessment: use of expired product falls outside of validated conditions. As such, the integrity, safety, and efficacy of the product cannot be assured post-expiration. No patient safety impact attributable to the manufacturing process is identified. Corrective and preventive actions (CAPA): no CAPA required. The complaint is closed with the following justification: complaint closed as ¿product expired at time of use.¿ no further investigation warranted as the product was used outside its approved shelf life, and the reported issue is not indicative of a failure within the validated period. Last action taken with epinephrine in relation to expired product administered, device deployment issue was not applicable. De-challenge and re-challenge were not applicable. The outcome of events expired product administered, and device deployment issue were unknown. The reporter causality assessment of event device deployment issue as related, while the reporter causality assessment of events expired product administered as not reported with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited. This case has aepqc associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
It was an old injector expired in 2024 [expired product administered]. White tip did not separate with the blue tube. So the needle did not engage/ first did not deploy properly/ was defective [device deployment issue]. Case narrative: this spontaneous report concerns of events device deployment issue and no adverse event in a patient (age, gender and therapy date not reported) from the united states. The patient's age at the time of event experience was not reported. On 29-jul-2025, amneal pharmaceuticals received information from patient via an email concerning above-mentioned event experienced while on amneal's adrenaclick (epinephrine). The patient was being treated with epinephrine auto-injector (dose, strength, frequency, route and therapy date not reported) for allergic reaction. Concurrent conditions included allergic reaction and intense swelling. Co-suspect medication, concomitant medications, medical history, history of procedures and surgeries, history of allergies, history of smoking/drinking, historical drug and recreational drug use were not reported. Laboratory tests not reported. The patient reported experiencing a severe allergic reaction following a topical application, which led to intense swelling. The patient attempted to use an epinephrine autoinjector but the white tip did not separate from the blue tube, resulting in the needle not deploying. The patient did not feel the adrenaline effect. Then the patient used a second epinephrine autoinjector and realized that the first injection was defective. The patient mentioned that that these injections are life-saving and costly, and noted that both injectors have been retained, with visible evidence indicating that the first injector did not deploy properly. Last action taken with epinephrine in relation to device deployment issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device deployment issue and no adverse event were unknown. The reporter causality assessment of event device deployment issue as related, while the reporter causality assessment of event no adverse event as not reported with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited. Follow up (#1) information was received on 01-aug-2025: significant follow up information was received from patient via an email. New information included; product information (exp. Date), event deleted (no adverse event) and additional event (expired product administered). The epinephrine auto-injector (exp. Date: 2024). It was reported that the patient noticed the product had expired in 2024 upon checking the box. The patient inquired whether it still needed to be submitted, given that the injector had failed and the product was expired. Last action taken with epinephrine in relation to expired product administered, device deployment issue was not applicable. De-challenge and re-challenge were not applicable. The outcome of events expired product administered, and device deployment issue were unknown. The reporter causality assessment of event device deployment issue as related, while the reporter causality assessment of events expired product administered as not reported with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited.